Event description:
A device report from (B)(6) indicates a clinic in (B)(4) reported: surgeon was remaining in the leg of a pt with a 8.5mm medullary reamer head and the tip broke. Surgeon removed all pieces that he could with one small piece remaining in the pt's leg.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The mfg documents were reviewed and no complaint related issues were found. The analysis could not be completed, no conclusion could be drawn, as no product was returned.